Event description:
It was reported that the left ventricular lead had high impedance. The patient did not want a new lead, so the physician switched the pace/sense portion of the right ventricular lead to the left ventricular port and the left ventricular lead into the right ventricular port. Both leads are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.